Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A batch history review (bhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the customer "nurses cited leaking at y-site port, between needless connector and tubing when disconnecting home infusion pump. Customer switched needless connector to microclave and have not had issue noted since."